Event description:
It was reported that during a stenting treatment procedure, the device was removed with the stent partially deployed. The >60% occluded target lesion was located in the common bile duct. While deploying the 10x79x750 sentinol biliary stent, the outer shaft separated from the stainless steel handle. The stent could not be fully deployed. The device was removed with the stent approximately 1-1.5cm deployed. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the device was removed with the stent partially deployed. The >60% occluded target lesion was located in the common bile duct. While deploying the 10x79x750 sentinol biliary stent, the outer shaft separated from the stainless steel handle. The stent could not be fully deployed. The device was removed with the stent approximately 1-1.5cm deployed. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the touhy was in the closed position. The exterior shaft was buckled adjacent to the edge of the exterior hub. The stent was partially expanded and extending 4mm from the distal end of the exterior shaft. The damaged exterior shaft prevented functional testing from being performed. There was no damage to the handle. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).